Event description:
A 5.0mm diameter x 17mm length bridge extra support biliary stent was inserted into the renal artery for treatment of a stenotic lesion. Following deployment of the stent within the renal artery, the physician noted that the stent had been deployed distal from the intended site. A 5.0mm diamter x 10mm length bridge extra support biliary stent was then inserted into the renal artery to treat the lesion. The stent delivery balloon was inflated to 7 atm, when the balloon burst. The physician encountered difficulty fully deflating the burst balloon, but was able to accomplish deflation after several attempts. The stent had not been fully deployed, therefore, another pta balloon was inserted and inflated to successfully deploy the stent to full diameter to effectively treat the stenosis. There is no add'l clinical sequelae reported relative to the event and the pt is reportedly doing well.

Event description:
After further investigation it has been found that the physician did not predilate the stenotic renal lesion prior to attempting to deploy the stent, therefore possibly contributing to the rupture of the balloon.